Event description:
It was reported that the device had binding and jammed module latch. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Is combination product? Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01. Annex c: c23. Annex d: d11. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of ¿damaged module latch¿ was confirmed. On (B)(6) 2025, pcu device was received unboxed and with paperwork. External investigation confirmed the reported issue. Dropped during check-in process or at bd receiving. Device to be returned to san diego repair center for service supervisor determination if unit will be sent through normal processing or scrapped. Recommend bd san diego repair center to replace damaged module latch assembly. Failure investigation report attached in salesforce. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had binding and jammed module latch. There was no patient involvement